Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: during a post market clinical follow-up (pmcf) study cook became aware of this event. On 02apr2022, this (B)(6) female patient was emergently treated for a fusiform thoracic aortic aneurysm (contained rupture) with placement of, from proximal to distal, a zta-pt-42-38-225 (complaint device), a zdeg-pt-38-30-199-pf, and a zta-pt-42-38-173, starting at zone 2 to zone 5 (above celiac). The patient was experiencing hypovolemic shock and respiratory insufficiency prior to the procedure. The study procedure included left subclavian embolization. Procedure imaging revealed patent study devices, a type ii endoleak (no treatment), and no device issues. On (B)(6) 2022 (day of the procedure), the patient experienced arterial thrombosis distal to the study stent which was surgically treated with ¿endarterectomy and patch plasty with pericardium of right common femoral artery (cfa)." The event was noted as not related to the study devices but related to the procedure because it was the access vessel. On (B)(6) 2022, follow-up imaging revealed patent study devices, no thrombus, no device issues, and a type ia endoleak. The endoleak was not treated and was not related to the study devices but related to the procedure and patient anatomy due to not adequate proximal sealing. Additional information indicates hemothorax growth due to the endoleak, but patient did not want further treatment. (Handled in this complaint). Also, on (B)(6) 2022, the patient experienced access site pseudoaneurysm which was treated with thrombus injection and not related to the study devices but related to the study procedure because it was the access vessel. On the same date, the patient also experienced respiratory failure which was treated with medication and supplemental oxygen. The event was not related to the study devices but related to the procedure due to endoleak and growing hemothorax. The event led to the patient¿s death. (Handled in this complaint). On (B)(6) 2022, the patient died. The cause of death is contained rupture of thoraco-abdominal aortic aneurysm. Description of circumstances includes ¿postoperatively progression of hemathorax and bleeding without option for surgical intervention.¿ no treatment was noted for the type ia endoleak. A clinical assessment (dated (B)(6) 2025) by a medical advisor was made. According to the clinical assessment endoleaks are well known adverse events and type 1a is a serious condition (due to the high-pressure leak) that requires urgent intervention. Endoleaks are well documented in the clinical evaluation report (cer) and instructions for use (IFU) for these devices. No device issue was reported and no imaging was provided. According to the IFU the seal zone should be at least 20mm at the proximal or distal neck. Based on the provided information the cause of the type 1a endoleak is most likely due to not adequate proximal sealing. As additional information indicates the endoleak led to the aortic rupture, which in turn caused the hemothorax growth and bleeding, but patient did not want further treatment and dies 4 days post procedure. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.¿

Manufacturer narrative:
Manufacturers ref# (B)(4). D4) catalog #: zta-pt-42-38-225, zta-pt-42-38-173, zdeg-pt-38-30-199-pf d4) lot #: e4217753, e4077377, e4185603. Based on additional information received on 29jul2025, this event is considered reportable to FDA. Investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study (wce-1713: zenith alpha thoracic post market retrospective study): synopsis: seven days post-procedure, the patient experienced progression of ruptured aneurysm and death. A type ia endoleak was noted 4 days post-procedure. On (B)(6) 2022, this (B)(6) year-old female patient was emergently treated for a fusiform thoracic aortic aneurysm (contained rupture) with placement of, from proximal to distal, a zta-pt-42-38-225, a zdeg-pt-38-30-199-pf, and a zta-pt-42-38-173, starting at zone 2. The patient was experiencing hypovolemic shock and respiratory insufficiency prior to the procedure. The study procedure included left subclavian embolization. Procedure imaging revealed patent study devices, a type ii endoleak, and no device issues. On (B)(6) 2022, the patient experienced arterial thrombosis distal to the study stent which was surgically treated with ¿endarterectomy and patch plasty with pericardium of right cfa.¿ the event was noted as not related to the study devices but related to the procedure because it was the access vessel. On (B)(6) 2022, the patient experienced renal failure which required dialysis. The event was not related to the study devices, but related to the procedure due to contrast and blood loss, as well as the patient¿s pre-existing chronic renal disease. On (B)(6) 2022, follow-up imaging revealed patent study devices, no thrombus, no device issues, and a type ia endoleak. The endoleak entered, was not treated and was not related to the study devices but related to the procedure and patient anatomy due to not adequate proximal sealing. Additional information indicates hemothorax growth due to the endoleak, but patient did not want further treatment. Also, on (B)(6) 2022, the patient experienced access site pseudoaneurysm which was treated with thrombus injection and not related to the study devices but related to the study procedure because it was the access vessel. On the same date, the patient also experienced respiratory failure which was treated with medication and supplemental oxygen. The event was not related to the study devices but related to the procedure due to endoleak and growing hemothorax. The event led to the patient¿s death. Patient outcome: on (B)(6) 2022, the patient died. The cause of death is contained rupture of thoraco-abdominal aortic aneurysm. Description of circumstances includes ¿postoperatively progression of hemathorax and bleeding without option for surgical intervention.¿ no treatment was noted for the type ia endoleak.